Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory result. Reportedly on (B)(6) 2014, the pt was seen in the clinic for rectal bleeding and epistaxis. The inratio inr was 3.8. The pt was hospitalized with a diagnosis of gastrointestinal (gi) bleed. On admission, the laboratory inr was 12.82, hematocrit 34.5 and hemaglobin 12.1. Therapeutic range was 2.5 - 3.5 for the pt. The time between testing was within an hour. The pt was administered vitamin k and the coumadin was withheld. After treatment, the laboratory inr was 5.0. The pt has since been discharged in stable condition. Date of discharge was not available.